Manufacturer narrative:
(B)(4).

Event description:
Additional review determined that this event had also been reported under manufacturer report # 3007566237-2011-08930. All additional information regarding this event will be submitted under this report number (# 3007566237-2011-08771).

Event description:
Additional information received reported that the patient was doing well, and had recovered without sequela.

Event description:
It was reported that during a trial, the pt developed an epidural abscess. Pt and device info could not be obtained. Add'l info has been requested and will be reported when available.

Event description:
Additional information received from the hcp reported that there was no suggestion that the epidural abscess was pre-existing. It was possible that there were pre-existing micro abscesses in the patient's subcutaneous tissue, however that needed to be verified.